Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a tone that was described to sound like a magnet tone. The patient indicated that that patient wasn¿t around any magnets. Follow up information received indicated a subsequent remote transmission showed no issues with the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.